Event description:
As reported by the user facility: patient was receiving parental nutrition and antibiotics through a PICC line with the use of b braun IV pumps. The patient had an acute change in mental status and it was discovered that the patient had an air embolism. The patient required transfer to a tertiary medical center for hyperbaric oxygen therapy to treat the embolism. On review, the pump may have caused or contributed air delivered to the patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). Investigation results: technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Air sensor measurement values tested in spec perform preventive maintenance service. Log review shows on (B)(6) 2024 and 1:17am an infusion start of 200.1ml/hr and 110ml (dl: ivf). At 1:18am pressure alarm stopped the infusion with a volume infused to 0.59ml. At 1:45am an air bubble alarm stopped the infusion with a volume infused to 92.37ml and at 1:49am pump was put on standby with no further infusions taking place that day. All information concerning this reported incident has been included in our trend analysis of the product line.